Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the lead exhibited high capture thresholds and decreased pacing lead impedance. Lead was capped and replaced. There were no complications during the replacement procedure.